Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the atrial lead exhibited noise and right ventricular lead exhibited high capture threshold. Both the leads were explanted and replaced. No further information was reported.